Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 27 mg/dl; cause was not known. Customer went to the emergency room (ER) where the customer was given a glucagon injection to resolve bg level. Customer left the ER with a bg of approximately 230 mg/dl. Tandem technical support review the customer¿s pump logs and found that multiple boluses were delivered prior to bg level decreasing. Customer acknowledged low bg may have been caused by the multiple boluses being delivered.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the low bg was caused by the customer delivering multiple boluses. Tandem technical support reviewed the pump data and found that the pump correctly calculated the boluses based on the customer¿s settings; however, the customer did not acknowledge this information and alleged that the pump delivered too much insulin.